Event description:
Boston scientific received information that the right atrial (ra) lead was found to be fractured and was not working. The ra lead was then capped and a new lead was placed. The ra lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.